Event description:
On an unknown date in 2012, a biocor valve was implanted. On unknown date in (B)(6) 2017, the valve was explanted due to reported structural valve deterioration (svd). The replacement valve was a trifecta. The initial information was provided by a patient representative (family). Additional information has been requested.

Manufacturer narrative:
Product evaluation: an event of structural valve deterioration (svd) was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2012, a biocor valve was implanted. On (B)(6) 2017, the valve was explanted due to reported structural valve deterioration (svd) and a trifecta valve (model and serial number unknown) implanted. The initial information was provided by a patient representative (family). Additional information is not available. Explanting md: dr. (B)(6), explanting hospital: the (B)(6) hospital (B)(6).

Event description:
On an unknown date in 2012, a biocor valve was implanted. On (B)(6) 2017, the valve was explanted due to reported structural valve deterioration (svd). The replacement valve was a trifecta. The initial information was provided by a patient representative (family). Additional information has been requested.